Manufacturer narrative:
(B)(6). Medical products - unknown tibial tray, unknown tibial bearing; therapy date unknown. Initial reporter: aaron j. Johnson, siraj a. Sayeed, qais naziri, harpal s. Khanuja, and michael a. Mont ¿minimizing dynamic knee spacer complications in infected revision arthroplasty¿ clin orthop res (2012) 470:220-227. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient began experiencing pain eight weeks after an initial total knee arthroplasty and was later revised due to multiple fractures of the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was noted in the journal article that patients were advised to be partial weight bearing post-op however it was stated that "patients who had spacer fractures admitted to full weight bearing". Additionally, the IFU states that "the patient is to be warned that there is a high risk of cement spacer fracture upon full weight bearing or high activity". From this, it can be determined that the root cause of the event is related to operational context/patient activity. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends